Event description:
Receiving discrepancy notification received for an unexpected return with an unspecified issue.

Manufacturer narrative:
The set was received as an unexpected return with an unknown issue. It was observed there was fluid flow restriction at the kinked area. The kink was able to be massaged out and fluid flow restriction was no longer observed at the kinked area. Instead, it was now observed that there were air bubbles forming at the silicone segment area directly below the upper fitment component. The silicone segment area directly below the upper fitment component was slightly manipulated and a leak was observed. Further inspection under magnification observed a tear in the silicone segment. The tear was measured as approximately 0.031 inches in length. Manufacturing has previously investigated the tubing kink in which the root cause was determined to be due to improper coiling and pouching during the manufacturing process. The root cause of the tubing kink was identified as due to improper coiling and pouching during the manufacturing process. The cause of the leak was identified to be due to the noted tear on the silicone segment component. The root cause of the noted tear was not identified.

Manufacturer narrative:
Concomitant medical products: 200 ml baxter bag, lot: y305680, exp: nov. 2020, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Receiving discrepancy notification received.